Event description:
Rn opened pump to change tubing on IV. Safety mechanism that is meant to catch and engage the lock to prevent free flow did not engage. The patient received an inadvertent overdose of medication. Issue was reproduced with multiple different lots of tubing sets.